Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm was not working and the battery compartment was broken. Patient involvement unknown.

Event description:
Additional information was received: the event occurred on 8-sep-2023 during testing. No patient injury.

Manufacturer narrative:
Other text: additional information: a1, b3, b5 and h6 - health effects codes.